Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to pace impedance measurements continually rising over 1,000 ohms since (B)(6) 2021. No additional adverse patient effects were reported.